Manufacturer narrative:
Results: obstructed t fitting. (B)(4).

Event description:
The customer reported a leak which appeared to be from the electrolyte injection cup (eic) cup involving a unicel dxc 880i synchron access clinical system. The customer indicated that multiple error codes for electrolytes were obtained one hour after the field service engineer (fse) performed preventative maintenance (pm) on the analyzer. The customer was wearing personal protective equipment consisting of goggles, laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched but noted that the issue was resolved prior to arriving at the customer's site. The fse indicated that an advanced trained user found blocked waste tubing at the t fitting from the waste solenoid to the waste tubing 15. The advanced trained user cleaned the t fitting using an aspirate probe brush used commonly on the dxi analyzer to resolve the issue. The fse verified that the analyzer was draining properly and ran bleach through the waste chamber to de-proteinize.